Event description:
Technician alleged high ground resistance reading.

Manufacturer narrative:
Technician found a/c power cord plug damaged. He replaced the power cord plug to resolve. No alleged patient impact.